Manufacturer narrative:
H6: ventec reached out to the initial reporter in order to confirm the device's serial number, confirm the current disposition of the device, and to confirm whether or not the medwatch report provided to ventec was actually submitted to the FDA (or if they were just using FDA form 3500a to notify ventec of the event). The initial reporter advised ventec that she was unable to answer/clarify any/all additional questions. The medwatch report that ventec was provided stated no in section f11, report sent to FDA. Therefore, section e4 of this medwatch report is unknown. Ventec had sought clarification of the device's serial number because what had been provided in the medwatch report (B)(6) is invalid. It is possible that a portion of that number (B)(6) is the serial number, but due to the potential age of that device, the previous device manufacturer, invacare, was unable to confirm. Based on the serial number provided, ventec has determined that this device was most likely placed into commercial distribution back in 2005, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state ¿none.¿ in addition, the format of the serial number does not indicate a complete date of manufacturer. Therefore, section h4, device mfg date, shall remain blank. The device was not returned to ventec (react health) for an evaluation. The medwatch report provided by the initial report stated, "pt had a candle lit on the bedside table which had fallen." This is considered a user error as the invacare platinum 5 oxygen concentrator user manual provides the following warnings: [p. 5] warning! Risk of injury or damage use of this product outside of the intended use and specifications has not been tested and may lead to product damage, loss of product function, or personal injury. - do not use this product in any way other than described in the specifications and intended use sections of this manual. [P. 6] 2 safety 2.1 general guidelines in order to ensure the safe installation, assembly and operation of the concentrator these instructions must be followed. Danger! Risk of death, injury, or damage improper use of the product may cause death, injury or damage. This section contains important information for the safe operation and use of this product. - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as user manuals, service manuals or instruction sheets supplied with this product or optional equipment. - if you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment. - check all external components and carton for damage. In case of damage, or if the product is not working correctly, contact a technician or invacare for repair. - the information in this document is subject to change without notice. - this product is intended to be set up by adults or under adults supervision only after reading and understanding the instructions and warnings of this user manual. Danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: - do not smoke while using this device. - do not use near open flame or ignition sources. - no smoking signs should be prominently displayed. - keep all open flames, matches, lighted cigarettes, electronic cigarettes or other sources of ignition at least 10 ft (3 m) away from this concentrator or any oxygen carrying accessories such as cannulas or tanks. Danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: -do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located. -if you disregard these warnings about the severe hazard of oxygen use while you continue to smoke, you must always turn off the concentrator, remove the cannula and then wait ten minutes before smoking or leave the room where either the concentrator or any oxygen carrying accessories such as cannulas or tanks are located. [P. 7] danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: -keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances. -turn the concentrator off when not in use to prevent oxygen enrichment. Danger! Risk of injury or death to avoid choking or ingestion of chemicals from airway contamination: -do not use the concentrator in the presence of pollutants, smoke, fumes, flammable anesthetics, cleaning agents, or chemical vapors. [P. 8] warning! Risk of injury or death to prevent injury or death from product misuse: -closely supervise when this concentrator is used by or near children or impaired individuals. -monitor patients using this device who are unable to hear or see alarms or communicate discomfort. Warning! Risk of injury or damage to prevent injury or damage from cord misuse: -do not move or relocate concentrator by pulling on the cord. -do not use extension cords with ac power cords provided. -properly store and position electrical cords and/or tubing to prevent a tripping hazard. Warning! Risk of injury or damage to prevent injury or damage from misuse: -never leave concentrator unattended when plugged in. -make sure concentrator is off when not in use. The investigation determined that the cause of the reported issue was user error, due to the patient having a candle (flame) lit in very close proximity to the device, which was actively delivering oxygen to the patient. The candle (flame) falling onto the floor caused the o2 tubing to ignite.

Event description:
It was reported to ventec via medwatch report # (B)(4) that an invacare® platinum® oxygen concentrator caught fire inside a patient's residence. The medwatch report stated the following: "patient was sleeping in her bed and awakened to a small fire beside the bed on the floor. Pt had a candle lit on the bedside table which had fallen to the floor onto the o2 tubing causing the fire. Pt was attempting to retrieve her pet from the tangled o2 tubing and stepped into the flame. Pt suffered a small, dime sized second degree burn to the outer left ankle which was treated with triple antibiotic ointment and covered with a non-adherent pad and wrapped with coban as per md order." No further details were provided.